Manufacturer narrative:
UDI (B)(4). The devicw was returned for evaluation. The position of the cam when valve was received was 140mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies. Based on the results of the investigation, the reported issue could not be confirmed. The device performed as expected. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was implanted via vp. The doi and the initial setting were unknown. The valve obstruction was suspected and a revision surgery was performed on (B)(6) 2019. No further information was provided by hospital. The product will be returned to your site.